Event description:
It was reported, the visera elite video system center displayed a communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
E1. Full establishment name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that abnormality occurred on the communication with scopes, then b30 was displayed due to effect of fluid and adhesion of foreign material inside video connector. No further information could be obtained. Olympus will continue to monitor field performance for this device.